Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The product was removed from use. The vad coordinator suggested that there might be possibility that the pins were bent and this was a suspected reason that the centrimag motor was malfunctioning.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of motor-related alarms was not confirmed. The centrimag console (serial number (B)(6)) was not returned for analysis, and no log files were provided. Available information for this event indicates that the motor was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor was sent to the customer and they tried to exchange the centrimag motor on (B)(6) 2026. The centrimag console experienced a m5 error message, which alluded to a centrimag pump issue. The centrimag console was turned off and turned back on, which cleared the alarm. After that, the centrimag console received a m2 pump not connected alarm which blocked the rpms from being adjusted so they would not increase. Then the customer connected another centrimag pump head to the centrimag console and did not have any issues. The customer was unsure if the pins were bent inside the centrimag pump connection. The product will be returned for evaluation and repair.